Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a pt, therefore, there was no pt involvement or harm. Vent inop, when in use will stop providing ventilatory support to the pt. The respironics svc tech verified the reported vent inop due to an exhalation autozero failure. The svc tech replaced the sensor board to correct the problem. Extended self testing (est) and performance verification testing were completed and tests passed to operating specs.